Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in, separation adapter from tubing. Started IV on patient with a 22 g saf-t-intima. When clamping the tubing after flushing, the entire tubing piece came disconnected from the blue y-site. The IV had to be removed and another IV placed so the patient could receive treatment.

Manufacturer narrative:
DHR review: the complaint lot# is 4354067, sku is 383323, assembly in suzhou plant on 2025. Jan. 6, a planned lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: no picture or sample provided. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check component assembly status and do leakage test, test result is within product specification. Possible cause analysis: based on the information, tubing and adapter are separated during using. The possible reasons for this type of failure may including: 1. Poor swaging performance between tubing and adapter. 2. Extension tubing was damaged. Current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related extension tubing and adapter. 2. Both in-process and outgoing sampling check do leakage test for component of extension tubing and adapter. Conclusion(s): there is no picture or defect sample provided, and the retain sample test result is pass, so the root cause is not clear for this issue.

Event description:
No additional information is available.